Event description:
The reporter indicated the surgeon implanted a toric icl into the patients left eye (os). The surgeon requested a vector analysis to reduce the astigmatism so the patient might be satisfied with a little myopia. The lens remained implanted. Additional information has been requested but none has been forthcoming.

Manufacturer narrative:
Patient age or date of birth : unknown. Sex : unknown. Weight : unknown. Ethnicity: unknown. Race : unknown. Date of event : unknown. Model # : unknown. Implant date : unknown. Explant date : unknown. Device manufacture date : unknown claim # (B)(4).

Manufacturer narrative:
Additional data: g4: this product is manufactured in switzerland but not marketed in the u.s. H6: health impact- clinical code: 4581 - refractive change overtime. H6 - work order search: no similar complaint was reported for units within the same lot. Corrected data: b5: the reporter indicated the surgeon implanted a 13.0mm ticm130v4 implantable collamer lens, -12.50/+3.5/091 (sphere/cylinder/axis), into the patients left eye (os) on 02-feb-2016. The patient experienced a refractive change overtime and the lens remained implanted. The ucva was not as sharp but no other complaints or symptoms. The patients current refraction is plano -1.23 x 35 20/15. The cause of the event was unknown. G4: premarket indentification: PMA/510(k): unk. Claim # (B)(4).